Event description:
It was reported that sensor failure was reported. On the day of the event the patient was found unconscious on the floor by their wife around 7-8 am, and had had a ¿13000¿ alarm at 04:23. During that time the cgm device was reportedly showing a sensor error. The patient did not hear the alarm because he was in deep sleep. The wife gave the patient glucose and the patient regained consciousness. No fingerstick was taken immediately but they were sure it was a hypoglycemic event. The patient recovered after treatment and not healthcare facility was visited. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.